Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the syringe tubing was pinched and he repaired it. Further investigation by the manufacturer did not identify a specific root cause for the event based on the provided information. It was noted the issue was resolved by the actions performed by the field representative. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes "1" malfunction event where erroneous results were generated by the cobas c501 analyzer. There were erroneous ion selective electrode (ise) potassium results for a total of three patients. One patient was a (B)(6) year old female. The other patients' ages and genders were requested, but were not provided. The other patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.